Event description:
An aneurx bifurcated stent graft and its components of an unknown size were inserted for the endovascular treatment of a 6.6 cm abdominal aortic aneurysm in 1999. The aneurysm and iliac morphology are unknown. It was reported that the abdominal aortic aneurysm measured 6.3cm post-operatively without an endoleak. The 6-month follow up visit demonstrated the aneurysm measuring 6.2cm with an endoleak of unknown origin. The pt returned to their physician in 2000 with a persistent endoleak and the aneurysm measuring 6.4cm. In 2001, the aneurysm measured 6.6cm and four days prior to event date the aneurysm measured 7.2cm with a presistent endoleak. It was reported that the pt underwent placement of an iliac cuff on the event date for a type iii proximal ipsilateral microleak. The physician "bell-bottomed" the stent graft and coil embolized the right ascending iliac/lumbar artery. It was reported that the physician would evaluate the patient in one month. If the leak persists, the physician will perform a translumbar embolization. Follow up information is pending at this time. No additional clinical sequelae were reported.